Event description:
The jack shaft allegedly became dislodged from the litter support cross bar and punctured the litter skin and bottom of the mattress. The patient allegedly sustained a contusion on the inner thigh. No medical intervention required.